Event description:
This is a product failure. Surgeon used ethicon powered endoscopic linear cutter with reload and seam guard. According to doctor, after third fire, the blade in the stapler was dull and/or not cutting properly. A new stapler was opened and functioned with reload and seam guard, and reload without seam guard. The stapler, seam guard, and reload set aside together.